Manufacturer narrative:
Note: regarding pt information under anoher country law, pt information is considered confidential and will not be released by the hospital.

Event description:
Customer reported inability to manually ventilate the pt. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.